Event description:
Customer alleged discrepant, back to back blood glucose results of 284 mg/dl, 220 mg/dl and 580 mg/dl. When testing was performed within 5 minutes on the advantage system. Customer did not treat or act on these results. No adverse event was reported. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.